Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient who had corneal endothelial touch after having micro-stent implant surgery. Slightly increased intraocular pressure (iop) and a slight decrease in vision were also reported. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of corneal endothelial touch, slightly increased pressure, and slightly decrease in vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., patient preoperative condition, intraoperative complications, intraoperative positioning of the device or postoperative events/conditions that may have had an affect) is provided for a detailed evaluation of the case. There is no mention of system failure. Endothelial touch is the likely result of suboptimal device positioning, and changes in bcva and intraocular pressure (iop) may or may not be related to device interaction with the corneal endothelium. Possible root causes are that device malposition, elevated iop, and reduced bcva are established risks associated with use of the system, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient underwent a secondary surgery for device trimming.